Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed stuck button. The customer¿s blood glucose was 180 mg/dl at the time of incident. Customer reported that he woke up with a stuck button alarm and during troubleshooting, he was unsure if the insulin pump button was pressed down for 3 minutes or longer and confirmed that it was not exposed to a change in altitude. Customer also reported that the insulin pump alarmed failed battery test and no troubleshooting was performed. Customer reported several no delivery alarms because his infusion set was the incorrect size. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is not expected to return for analysis.